Event description:
A user facility reported that the airway tube on this lma broke when it was being removed from a pt. There was no pt injury or problems. The user facility has given the device to an lma north america sales rep. The device will be forwarded to the MFR for eval.